Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was a loss of capture noted on the right ventricular (rv) lead. A new lead was used to complete the procedure, and the patient was stable following the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. The reported event of loss of capture was not confirmed.